Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the anesthesia figures is abnormally displayed on the monitor. Their customer said 'the patient is definitely anesthetized but root-sedline shows 90 levels of anesthesia'. There was no known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. During testing measurements are obtainable with eeg waveform and valid numeric measurements. The cable was manipulated and no interruptions of the measurement or malfunctions were observed. No elevated psi or emg values were present. The alarms were found functional (note that customer set psi audible alarm off). The root customer setting for data collection is turned off and no stored eeg data present in root therefore there is no eeg data is available for review. A review of trend data shows elevated emg values during the timeframe of elevated psi values. It was also found that the j3 connector on the core board is not fully latched. A loose j3 cable can potentially result in watchdog errors and loss of touchscreen functionality, however these faults were not observed during failure analysis and are not related to the customer complaint. Note per the sedline operator's manual: "caution: the psi value may be elevated in the following situations: when there is significant emg activity interfering with the eeg waveform." Root was disassembled and visual inspection was performed inside: a service history record review reveals that this unit was in the field for nine (9) month with no previous reported issues prior to this reported event.